Manufacturer narrative:
An event regarding crack/fracture involving an other hip handle was reported. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received. A previous investigation has been completed for the same product and OEM supplier, and it has been verified that the quality agreement referenced within is current and valid.

Event description:
Part of the back of the off set reamer broke while reaming. Probably due to too much torque. Also the patient had very hard bones. No patient consequence or delay in surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Part of the back of the off set reamer broke while reaming. Probably due to too much torque. Also the patient had very hard bones. No patient consequence or delay in surgery.

Manufacturer narrative:
Supplier device investigation results: the DHR was reviewed for the reported part and lot number, and the applicable components for this product complaint. Material certificates were part of this review. There were zero discrepancies to report. The complaint sample was returned to greatbatch for evaluation, however the reported event was confirmed. The power adaptor had broken off at the proximal ball bearings, but it was not returned with the rest of the complaint sample. Since the broken power adaptor was not returned with the complaint sample, the cause of the reported event is unknown. No further investigation is required.

Event description:
Part of the back of the off set reamer broke while reaming. Probably due to too much torque. Also the patient had very hard bones. No patient consequence or delay in surgery.